Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving the medical device bc273r - tc toennis-adson sciss del cvd 175mm. Specifically, it was reported that during a surgical procedure for the remove of osteosynthesis hardware from a proximal right humerus fracture, the tip of the medical device fractured and detached in the patient´s body. Fluoroscopy was performed in an attempt to localize and retrieve the fragment, however retrieval was unsuccessful. Consequently, the fragment remained in the patient´s body. No further adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).